Event description:
This device hit eos on (B)(6) 2016. There were no adverse patient events reported.

Manufacturer narrative:
Upon receipt, the ICD was subjected to an electrical analysis, revealing that the device could not be interrogated. The device was implanted for 77 months. The device history record was inspected, documenting that the ICD performed as expected during the device manufacturing. The ability of the device to deliver therapies was verified. The antibradycardia pacing pulses proved to be normal and in amplitude and frequency as programmed. A fibrillation signal was applied and the device detected the fibrillation signal as specified and started the charging of a defibrillation shock. However, the charging was aborted due to the depleted battery. Therefore the ICD was opened to inspect the inner assembly. The electronic module was attached to an external power supply and thereby the current consumption of the electronic module was found to be normal and as expected. The measurement of the battery voltage revealed a depleted battery. The battery was sent to the manufacturer for further analysis. The manufacturing records of the battery were inspected, documenting that the battery parameters were within specification during the battery manufacturing. No anomalies were documented during the production process, associated to this battery. The visual inspection of the battery did not reveal any external signs of damage. The voltage measurement confirmed the battery depletion. At a next step, the battery was opened for destructive analysis. The inspection of the inner assembly revealed that an increased internal self depletion within the battery contributed to the clinical observation. In conclusion, the device was implanted for 77 months. The battery was found depleted. The analysis revealed an increased internal self depletion within the battery that contributed to the clinical observation.